Manufacturer narrative:
The customer¿s experience with intermittent free flow was not confirmed or replicated in this investigation. Asm v9.8 rate accuracy testing observed the source device out of specification. During the rate accuracy testing there was no observation of unregulated flow. Timed rate accuracy testing found the device operation within the +/- 5% infusion tolerance. The test was performed twice with infusion rates at 100ml/hr and 1ml/hr. Internal inspection identified a third party bezel assembly, manufactured by elite biomedical. Further inspection observe the upper right occluder compression spring stretched. Further inspection of the pumping mechanism, observed the upper right occluder compression spring was broken, parts, of the broken spring were observed in the left occluder compression spring post and within the pumping mechanism. Prior investigations have found that a miss-assembled (bent) occluder spring can cause the occluder to bind up and prevent the occluder from controlling flow. Eventually the bent spring will break and allow the spring to function properly again. Carefusion/bd has not authorized any third party manufactured replacement parts or components for use with the carefusion/bd alaris pump. This was expressed to alaris pump customer in a letter dated 15april 2015. Additionally the carefusion/bd bezel/mechanism assembly is not a serviceable part. The assembly is x-rayed inspected after it is manufactured to insure that the springs are present and properly assembled on the occluder post. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). There was no patient involvement.

Event description:
The customer reported intermittent freeflow was observed with the device. There was no patient involvement.